Event description:
It was reported that during a routine device change out the physician observed insulation damage on the right ventricular (rv) lead. The lead had previously chronic high thresholds. Medical adhesive was applied to minimize further issues. It was also reported that the atrial lead appeared to be mildly crushed with no other electrical abnormalities. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.